Event description:
It was reported that the customer had high blood glucose levels of 310 mg/dl. The mother of the customer reported that the insulin pump alarmed no delivery multiple times. The infusion set was changed but the customer got a motor error alarm afterwards. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please refer to manufacturer's report no. 2032227-2014-72247 as it refers to the same event.